Event description:
During clinical use, the balloon fractured circumferentially.

Manufacturer narrative:
Visual examination: traces of dried, clotted blood residue were noted within the balloon. The hub, the distal segment of the balloon and the tip were not returned for evaluation. One marker band was returned. The inner body segment within the balloon exhibited: elongated condition with multiple bend/twisted-typ kinks. -a compressed/flattened condition. -scraping like outer surface abrasions. - a movable marker band. -some kind of indentation. -the returned balloon segment exhibited a certain constriction at the distal end, just proximal to the circumferentially-fractured balloon. -the tack seal of the product was found to be normal in appearance. Microscopic examination: further evaluation using scanning electron microscopic (sem) near the tear edge of the circumferentially fractured balloon revealed evidence of external surface abrasions along and intersecting the circumferentially-directed tear edges. Also, there was evidence of scraping-like outer surface abrasions on the inner body within the balloon. It was possible to duplicate the outer surface abrasions on the returned inner body, while the returned marker band was moved with a scraping-like motion over a compressed/flattened area of the inner body. It is thought that the severe damage to the balloon is an indication of a tensile overload and pull force on the product, which contributed to fracturing the balloon. The damage to the balloon appears to be related to the procedure and not manufacturing. The use of a pta balloon in an a-v fistula shunt is not indicated in the cordis instructions for use.